Event description:
During the procedure, the orbit mini complex fill 3x4 (637mf0304/ 15472859) stretched during inserting into the target aneurysm. The coil was successfully removed, and the procedure was successfully completed. After the event, the entire coil and delivery system was removed from the patient without any issues, and during placement, no additional manipulation and torque was applied while the coil was in the aneurysm. During placement, it is unknown the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc). There was no reported adverse event associated with the event, and the product will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill 3x4 (637mf0304/ 15472859) stretched during inserting into the target aneurysm. The coil was successfully removed, and the procedure was successfully completed. After the event, the entire coil and delivery system was removed from the patient without any issues, and during placement, no additional manipulation and torque was applied while the coil was in the aneurysm. During placement, it is unknown the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no reported adverse event associated with the event, and the product will be returned for analysis. A non-sterile orbit mini complex fill 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received separated of the unit and it was found zipped without damage. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event coil- unraveled/stretched was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The damages found on the device may have occurred during the process of shipping, since it was reported that other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). Based on the available information and analysis, the event could be related to procedural factors, vessel characteristics, or interactions with other devices. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15472859 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.